Event description:
In 2005, the facility's technical supervisor reported that a pt had coded at the end of hemodialysis treatment on a 1550 instrument. The pt subsequently died 2 or 3 days later while in the hosp. No further info is available at this time.